Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (pgz432), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a trauma procedure on an unknown date and suture was used. During a wound closure of subcutaneous, both the needle tip and suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/19/2020. H3 evaluation: two unopened sample of product code vcp9582, lot # pgz432 were returned for analysis. During the visual inspection of two unopened sample, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected and no needle breakage were noted. The sutures were dispensed without problems and examined along of the strands and no defects, or damaged were observed. A functional test was performed and tensile strength were above the minimum requirements. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no breakage needle or breakage suture was found, and the tested samples met the finished goods requirements.